Event description:
Reference number (B)(4). Event occurred in egypt. It was reported that the patient faced infusion set cannula bent event on 26-feb-2026. Bent cannula led to insulin flow block. The insertion site was lower back. No further information is available.